Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps2 power supply was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the monitor went black. This resulted in a loss of imaging functionality. There is no report of injury or death associated with this event.